Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on 15 february 2024, a 25mm navitor valve was chosen for implant during a transcatheter aortic valve implantation using a flexnav delivery system. The native aortic annulus diameter was 17.9mm-23.5mm, the perimeter was 67mm, and the valve area was 3.39cm^2. Patient was taking aspirin 100mg daily prior to procedure. 6000 ie heparin was administered during procedure, and the activated clotting time (act) level was 328 seconds. A pre-implant balloon aortic valvuloplasty was performed. The valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. A post-implant balloon valvuloplasty was not performed. There was no perivalvular leak present. A pericardial effusion was present that led to cardiac tamponade. On (B)(6) 2024, the patient was hospitalized and underwent light analgesic sedation with midazolam and morphine to perform pericardiocentesis which drained 100 ml of fluid. The patient was hospitalized and underwent a pericardial drainage. It was thought that the pericardial effusion may have been caused by removal of the temporary pacemaker. There was no difficulty implanting the navitor valve and multiple exchanges of wires or sheaths was not performed. The patient is reported to be discharged.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6) . It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant during a transcatheter aortic valve implantation using a flexnav delivery system. The native aortic annulus diameter was 17.9mm-23.5mm, the perimeter was 67mm, and the valve area was 3.39cm^2. Patient was taking aspirin 100mg daily prior to procedure. 6000 ie heparin was administered during procedure, and the activated clotting time (act) level was 328 seconds. A pre-implant balloon aortic valvuloplasty was performed. The valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. A post-implant balloon valvuloplasty was not performed. There was no perivalvular leak present. A pericardial effusion was present that led to cardiac tamponade. On (B)(6) 2024, the patient was hospitalized and underwent light analgesic sedation with midazolam and morphine to perform pericardiocentesis which drained 100 ml of fluid. The patient was hospitalized and underwent a pericardial drainage. It was thought that the pericardial effusion may have been caused by removal of the temporary pacemaker. There was no difficulty implanting the navitor valve and multiple exchanges of wires or sheaths was not performed. The patient is reported to be discharged.

Manufacturer narrative:
An event of cardiac tamponade and pericardial effusion was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported incident could not conclusively be determined but could be related to procedural conditions i.e. The removal of the pacemaker during procedure.